Event description:
As reported by our edwards affiliate in mexico, a 29mm sapien 3 valve was prepared with nominal plus 5cc volume and deployed in the bicuspid valve in the aortic position via the transfemoral approach. Post deployment, the valve migrated towards the ventricle. The valve reportedly 'crashed' against the walls of the heart, resulting in the valve becoming 'inversely repositioned in the aortic annulus'. The patient immediately became hypotensive, and this was arrested with pulseless electrical activity. Cardiopulmonary resuscitation was administered, and a lunderquist guidewire was introduced to displace the leaflets and improve antegrade flow. A second 29mm sapien 3 valve was prepared and deployed at the height of the initial valve, allowing the second valve to stabilize the initial valve. A control aortography showed adequate placement with the normal antegrade flow without the presence of leakage or valve insufficiency. Post-procedure, echocardiographic parameters reported a mean gradient of 8 mmhg and a velocity of 1.8 m/s. The patient began to recover, but then stopped responding and expired.

Manufacturer narrative:
Update to b5, and h10 to reflect receipt of european journal article. A supplemental MDR is being submitted for information based on a european journal article. The following sections of this report have been updated: section b5 describe event or problem and h10 provide narrative/data. Updated information was provided based on a european journal article, 'valve-in-valve as a rescue treatment in retrograde migration of the transcatheter aortic valve to the left ventricle: a case report'. This is a case study of a 63-year-old male with a history of type 2 diabetes and hypertension was being treated with a non-dihydropyridine calcium antagonist and thiazides. The patient was admitted to the center with decompensated heart failure. During the tavr procedure, the patient experienced valve migration, but it was autonomously repositioned in the aortic annulus. As a rescue measure, a second valve was placed. This is a case of valve migration to the left ventricle treated with a valve-in-valve procedure without the need for surgical treatment. Bibliography: garcia-garcia, juan f., et al. "Valve-in-valve as a rescue treatment in retrograde migration of the transcatheter aortic valve to the left ventricle: a case report." European heart journal-case reports 7.11 (2023): ytad554.

Manufacturer narrative:
Update to h3 (evaluation summary), h6 (type of investigation, investigation findings and investigation conclusions) and h10 (to reflect device engineering evaluation the 29mm sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging 3mensio report was provided and revealed a bi-valve aorta type I with right-left raphe, giant ring without calcification, lvot without calcification, and the sinus of valsalva was slightly calcified. The annulus area measured 77.6mm2, with an area diameter of 34.4mm. In addition, imaging revealed that the valve appears on the intended position in the annulus and migrated to the ventricle. The valve appears to rotate 180 degrees soon after the guidewire was retracted and pushed back and lodged into the annulus. The 2nd valve placed inside the 1st rotated the valve. The commander delivery system with s3 IFU, procedural training manual, bicuspid aortic valve screening manual and patient screening manual were reviewed for instructions and guidance. The bicuspid aortic valve screening manual provides guidance on bicuspid specific thv considerations. Positioning of prosthesis where sealing is going to occur calcification distribution and severity, angulation of annulus bicuspid patients can present with horizontal ao, dilated root and ascending ao, large, scalloped shaped leaflets, deep, variable sinus depths and position of coronary ostia. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for thv migrated and thv embolized into ventricle were confirmed from imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, 'few moments [post implantation of s3 at target location], the valve migrated towards the ventricle against the walls of the heart. With the movements the valve made against the walls, it was inversely repositioned in the aortic annulus. A second valve of the same size was prepared and deployed at the height of the previously positioned valve, allowing the new valve to be hold as in a valve in valve procedure. As per medical opinion, the root cause of the embolization may have been a combination of a mild calcification and undersized valve.' Per the instructions for use (IFU), valve migration or embolization requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). In this case, a 29mm thv was implanted in an annulus with an area of 776.0 mm2 and area derived diameter of 31.4mm. Per IFU, size 29mm thv is recommended for a native valve annulus size of 24 - 28mm, area derived diameter of 26.2 - 29.5mm, and area of 540 - 683mm2. Despite additional 5cc was used for valve deployment, a 29mm thv is too small for the patient annulus, and it is considered off-label. Furthermore, transcatheter heart valves require annulus/landing zone calcification for proper anchoring. Per imagery review, the calcification level at the landing zone was minimal. It is possible that the thv was not properly anchored to the annulus due to lack of calcification resulting in thv migration and subsequently leading to valve embolization. In this case, available information suggests that procedural factors (off-label operation: valve deployed in oversized annulus with minimal calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in mexico, a 29mm sapien 3 valve was prepared with nominal plus 5cc volume and deployed in the bicuspid valve in the aortic position via the transfemoral approach. Post deployment, the valve migrated towards the ventricle. The valve reportedly 'crashed' against the walls of the heart, resulting in the valve becoming 'inversely repositioned in the aortic annulus'. The patient stopped breathing and was assisted by anesthesiology. A second 29mm sapien 3 valve was prepared and deployed at the height of the initial valve, allowing the second valve to stabilize the initial valve. The patient began to recover, but then stopped responding and expired. It was speculated that respiratory acidosis and under-sizing of the valve may have contributed to the patient death.